Manufacturer narrative:
Correction: d4 serial number, lot number, expiration date, and h4 device manufacturing date.

Manufacturer narrative:
The reported events were inadequate capture and ¿it was noticed that white tissue-like material had been packed in helix storage area¿. A complete lead was returned for analysis. The reported event of inadequate capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. The reported event of ¿white tissue-like material was noted in helix storage¿ was confirmed. Visual inspection noted the steroid plug was out of position. All other damages found are consistent with procedural damage.

Event description:
It was reported that the patient's right ventricle (rv) lead exhibited rising capture threshold values from the time of implant and there was white tissue-like material discovered in the helix of the lead. The threshold issue was noted to be associated to the lead as well as patient anatomy. Therefore, the physician elected to explant and replace the lead on (B)(6) 2021. There were no patient consequences.